Event description:
It was reported that the night prior to this call patient stopped feeling stim and noticed that she was going to the bathroom every hour. The patient reported loss of therapeutic effect and no stimulation sensation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was not device related. Reprogramming was needed as the patient did not feel stimulation and they were seen in the office on (B)(6) 2014 where an adjustment was made. No troubleshooting, interventions, or other actions were taken to resolve the event and patient education was reinforced for use of the patient¿s self-remote control. The loss of therapeutic effect was gradual and the loss of stimulation was sudden. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0fr4a, implanted: (B)(6) 2014, product type: lead. (B)(4).